Event description:
It was reported that during a coronary therapeutic procedure, the eagle eye platinum catheter kinked and could not be removed from the non-manufacturer guide catheter. The entire system was removed as a unit. No patient injury reported. This product problem is being submitted because the eagle eye platinum catheter was removed as a system that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Patient age, gender, weight, ethnicity and race: no information available. Patient history: no information available. Products: not applicable for this device. Implant and explant date: not applicable for this device. The eagle eye platinum catheter was discarded by the facility, thus no returned product investigation was performed. Adverse event/action: do not apply to this submission.